Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01320. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. X-rays were taken and confirmed that the right lead had migrated. As a result, surgical intervention may be pending to address this issue. Note: all leads are being reported as it is unknown which is liable.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-01320. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their lead repositioned. Patient now has effective therapy.